Manufacturer narrative:
Date of event: (B)(6) 2014 to (B)(6) 2016. Elder, e. ¿veritas in immediate implant-based breast reconstruction is associated with higher complications compared with tiloop¿. Plast reconstr surg glob open 2019;7: e2533; doi: 10.1097/ gox.0000000000002533; published online 31 december 2019.) Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 36 patients experienced post-operative events after implant based breast reconstruction surgeries were performed using veritas over a three-year period. It was reported 19 patients experienced seroma, six patients experienced implant rotation, seven patients experienced localized breast pocket infections and four patients experienced wound breakdowns. It was reported the events required surgical or medical interventions (antibiotics, not further specified). No further detail was provided regarding if hospitalization was required or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.